Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the hospitalization of an unrelated incident, the patient experienced fluid on their lungs coincident with automated peritoneal dialysis (apd) therapy. The cause of the event was not reported. Treatment and patient outcome was not reported. On an unreported date pd therapy was discontinued. On an unreported date pd therapy was restarted. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.